Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424 mg/dl. Customer¿s another blood glucose level was 412 mg/dl. Customer reported that they playing with the insulin pump and accidently off the bolus wizard. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they had high blood glucose because they were not able to deliver insulin. The insulin pump wont allow him because he had 17 units active insulin, he wanted to clear it to deliver insulin using the insulin pump. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus using insulin pump. Customer was walked through on how to clear the active insulin on his insulin pump and customer was advised that this feature can only be done once on the insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.